Event description:
It was reported that the right atrial (ra) lead exhibited high capture threshold. An x-ray was performed, and lack of lead slack was noted on the ra and right ventricular (rv) leads. The physician attempted to reposition the ra lead; however, the helix failed to extend. The physician explanted and replaced the ra lead. On (B)(6) 2026, during the same procedure, the physician repositioned the rv lead. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.